Event description:
Revision surgery - the stem was varus. The original stem was improperly aligned in the canal. The agent is unsure if it was a technique issue or the stem had just moved.

Manufacturer narrative:
The reason for this revision surgery was to remedy a varus stem after 4.9 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause was most likely the positioning of the stem in the first surgery. There are no indications of a product or process issue affecting implant safety or effectiveness.